Event description:
Additional information was received from a foreign healthcare provider via a company representative. At the first refill of the pump on (B)(6) 2024, the clinician programmer tablet showed an expected 12,7 cc in pump; however, only 2 cc was retrieved. Refill was then only possible with injecting 10 cc. Factors that may have led or contributed to the issue remained unknown. They proposed to verify that all the pump was emptied before reinjecting medication. This extra manipulation was postponed to following refill, taking in consideration the pump having been only able to be refilled with 10 cc of drug. The patient later went to another hospital were other physician retrieved 16 cc of medication and air. This time on (B)(6) 2024, the refill was able to be completed with injecting 20 cc of drug into the pump reservoir. The issue was resolved. The pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 131,9 mcg/day. No surgical intervention occurred and no surgical intervention was planned. The pump remained implanted and in-service. Additional information was received from a foreign healthcare provider via a company representative on 2024-sep-27. Regarding the pump reservoir volume at the time of the initial refill, it w as clarified that 12,7 ml was expected but it was not clear if the actual reservoir volume aspirated was exactly 2 ml or a little bit more. The pump reservoir volume discrepancy was described a minimal. Regarding the initial report of the refill blocked, it was clarified that this was regarding them having only been able to inject 10 ml of drug as they could not inject more medication (all 20 ml). When the pump was later successfully refilled in the other hospital, 16 ml was retrieved and also air bubbles.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via implanted infusion pump. It was reported that the refill was blocked. This was the first refill after pump placement. The reservoir showed 12,7 ml, following tablet. The hcp withdrew remaining medication 2 ml. During the refill, the hcp could only fill 10cc's. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The interventions performed were proposed to redraw fluid out of pump and verify. That would be programmed later on. The pump was programmed with reservoir fill of 10 cc, before reorganizing a new refill. The issue was not resolved at time of report. The patient's gender, weight, age, and medical history were asked, but would not be made available. The patient's status was alive, no injury. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported the implant date was around (B)(6) 2024.